Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during setup after prime was completed, but the patient was not yet connected. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The renal therapy service agent (rtsa) had the patient cycle power on the homechoice and remove the cassette. The patient was to start over with new lines and bags. The rtsa reviewed proper setup procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.